Manufacturer narrative:
A getinge service territory manager (stm) evaluated the trainer and slightly adjusted the connectors to provide a more snug fit. The trainer operated properly prior to and after the adjustment. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
The customer reports that, the cs300 intra-aortic balloon pump (iabp) units trainers fit loosely.